Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced darker than normal drain fluid after draining while connected to the homechoice device. Renal therapy services assisted with ending therapy and instructed the caregiver to contact the pd nurse. The device was operational, and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.